Manufacturer narrative:
The manufacturer received the device and for investigation on august 10, 2016. The investigation is pending. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a ncb, periprosthetic femur plate, proximal, left, 15 holes, 324 mm on an unknown date. After 5 weeks the plate broke. The patient underwent a revision surgery an on unknown date due to the breakage of the plate.

Manufacturer narrative:
Device history records (DHR) review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Event summary: it was reported that the plate was broken after five weeks of implantation. Review of received data in total we received eight x-ray pictures. Four of them are intra-operative pictures. In addition two pictures of the revision were sent. All x-ray pictures are undated and in poor quality. However, the 4 post op x-ray pictures show that the plate was broken as described in the event description. The plate was fixed with several screws and a cerclage wire around an existing hip prosthesis. It can also be seen that the femur bone is fractured. There are no x-ray pictures available prior to the implantation. According to vancouver classification this is a type c bone fracture (occurs well distal to the stem tip). The four intra-operative pictures taken from the revision show that two new plates were implanted with several screws. No information provided about the new implanted plates. The two pictures of the revision do also show the broken plate. Devices analysis visual examination: the broken plate, 10 screws, 8 locking caps and a cerclage wire were returned for investigation. The visual examination shows that the plate breakage is located in the most distal three hole pattern through two bore holes. The fracture has its origin at the thread on lateral side of the middle bore hole. The fracture surfaces depict the fatigue character of the plate breakage. The fatigue crack radiates out from the origin as a series of concentric rings (beach lines). The fracture surfaces were macroscopically investigated and did not reveal failures that could have triggered or favored the fracture. There is no evidence or information for possible material defects. One screw returned shows a broken screw head. It is unknown when the breakage occurred. The other 7 screws show small deformations on the thread and also in the hexagonal part. The locking caps and the cerclage wire do not show any abnormalities. Review of product documentation: the compatibility check was performed from surgical technique and showed that the product combination was approved by zimmer biomet. Root cause analysis: breakage of implant due to movement between implants leads to notching / fretting. Not possible: the investigation showed no signs of notching / fretting; breakage of implant due to inadequate implant design and material (fatigue strength - lifetime of the device) not possible: a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process post market surveillance; breakage of implant due to chemical / galvanic / crevice corrosion of material. Not possible: the investigation showed no signs of corrosion; failure of surgery due to wrong selection of components or use in combination with device outside the system. Not possible: the x-ray did not show a wrong selection of the components; failure of surgery due to use of the device not compliant with defined indications. Not possible: the fracture type c (vancouver classification) can be treated with a ncb pp plate; breakage of implant due to implant will be implanted against contraindication. Not possible: no contraindications found; breakage of implant due to wrong interpretation of in situ device position and/or dimension. Not possible: no issue found with device position and dimension; breakage of the implant due to wrong interpretation of x-ray template for dimensions. Not possible: no issue found with device position; breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. Not possible: the plate seems not be bent; breakage of implant due to user define incorrect placement of the spacers and plate. Not possible: no bone spacers were used. The use of bone spacers is optional; breakage of implant due to user perform improper handling of the plate during insertion. Not possible: the x-ray did not show a wrong handling; breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. Not possible: the plate seems not be bent; breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction: possible, no postoperative instructions/protocols were provided. It is unknown which instructions were given to the patient as the plate was broken after 5 weeks; breakage of implant due to patient do not follow the postoperative protocol: possible, it can be possible that the patient did not follow the instructions; failure of surgery due to missing/incomplete information available, misleading information of surgical technique or instruction of use. Not possible: no issue found with the implantation; failure of surgery due to wrong/misleading information of labels. Not possible: no issue found with labels. Conclusion summary: the plate was broken five weeks after implantation. The implantation date and the date of removal are unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The investigation of the returned products indicates no material defects that could have triggered the fracture could be detected. The fracture surface of the plate is characterized by beach lines which indicate a fatigue fracture. There are several factors which may have contributed to the breakage: it can be possible that the plate was over stressed during the time in vivo. A wrong patient behavior can also be the cause for the breakage. However, an exact root cause for the plate breakage could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).